Manufacturer narrative:
The device was not returned to mmd for investigation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd, no investigation could be performed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump was under infusing. They stated that the medication was being administered from a glass bottle and that they were using a vented spike. They stated that there was 125 ml left in the bottle that should have been infused. Mmd did follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. No other information was provided. (B)(4).